Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
A procedure took place and this lead was successfully repositioned.

Event description:
Boston scientific received information that this right ventricular lead had dislodged and loss of capture was noted. A lead revision has been planned. No adverse patient effects were reported.